Manufacturer narrative:
The suspect medical device was not yet returned to the MFR for eval/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unk. However, if the suspect medical device is returned for eval or add'l significant info becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that during an unspecified therapeutic transurethral resection (tur) procedure, the loop wire of the suspect medical device sparked, broke off and fell inside the pt's bladder. No fragments/parts remained inside the pt as they were reportedly retrieved by unk approach. The intended procedure was reportedly completed by using a different but similar device and there was no report about pt injury.